Manufacturer narrative:
The device was not returned to mmdg for investigation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmdg, an investigation could not be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the pump was not delivering formula during the patients feeding. Mmdg did follow up with the initial reporter who stated that the pump did not alarm. They stated that the patient had not experienced any adverse effects due to the complaint. No other information was provided. (B)(4).

Event description:
The initial reporter stated that the pump was not delivering formula during the patients feeding. Mmdg did follow up with the initial reporter who stated that the pump did not alarm. They stated that the patient had not experienced any adverse effects due to the complaint. No other information was provided. [Complaint (B)(4)].

Manufacturer narrative:
The device was returned to mmd for evaluation. A DHR review was completed and no non-conformances were found. When the device was returned to mmd for investigation, the pump did have a damaged roller, causing the pump to under infuse, however, it did still infuse within the volumetric range that mmd would consider not reportable. The pump was also able to alarm as expected. Based on this information, no MDR would have been required.